Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the blade safety was broken. The safety was returned in pieces. There is evidence of use on the device. Functional testing found that the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended. Next, with the device handles and jaws fully closed, the device trigger was tested. It was not possible to cycle the trigger nor possible to deploy the knife blade. This is due to the blade-safety mechanism remaining engaged, due to the lack of the blade-safety ¿tooth¿ feature. It was theorized that twisting/applying torque to the handles and breaking the safety's tooth when the handles return to the natural position was the most likely cause. With a new device, the blade-safety tooth feature was forcibly ¿bent¿ at the fracture point as observed in the field complaint devices, in attempt to fracture/break the feature. It was not possible to replicate the field failure-mode, at either the component nor at the device level, per creating a fracture of the ¿tooth¿. Rather, the feature bent in a ductile manner and remained fully attached to the main component. Device autoclaving/chemical decontamination over several cycles could possibly affect the strength of the plastic material and possibly contribute to it breaking off during use, this has not been determined. It was reported that the component was disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the product was opened for use and was damaged on the instrument stand. There were some parts of the device left behind. They tried using it for a while because it was a waste, however, worried about the product, so a new product was taken out and used. There was no patient injury.

Event description:
According to the reporter, during hepatectomy procedure, the product was opened for use and was damaged on the instrument stand. There were some parts of the device left behind. They tried using it for a while because it was a waste, however, were worried about the product, so a new product was taken out and used. There was no detached part fell on patient, all parts were retrieved, and no additional medical procedure needed due to issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.